Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a promus element¿ plus mr ous 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent profile found stent damage. Struts all along the stent were twisted and deformed particularly the proximal struts. The stent had moved approximately 1 mm in the distal direction. As the stent had moved on the balloon the od (outer diameter) could not be measured accurately. The manufacturing crimp data for this device was reviewed and the max crimped stent profile was found to be within the maximum crimped stent profile measurement. The bumper tip profile of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that there were multiple kinks along the hypotube profile. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06mar2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.00 x 38 mm promus element¿ plus stent was advanced but failed to cross the lesion despite multiple attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.